Manufacturer narrative:
(B)(4) concomitant medical product: nexgen articular surface, catalog #: 00596403010, lot #: 61977695. Nexgen stemmed tibial component, catalog #: 00598003702, lot #: 62167036. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address a nickel allergy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur. Root cause is related to a patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.